Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm. They had disconnected from the insulin pump because it was no longer delivering. They had changed the batteries several times already. The customer¿s blood glucose level was 8.6 mmol/l. Troubleshooting was performed. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management graph shows and the detailed trace analysis confirmed the pump alarmed low battery and then alarmed power error 25 was triggered when backup battery unloaded voltage (unloaded vlith) was less than 3.7v for consecutive 240 minutes. Detail trace confirmed that the root cause is the non-sleep anomaly software error. Unit had minor scratched display window, scratched case, damaged (scratched) display window cover, cracked case at battery tube side, cracked battery tube threads, fading serial number label, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button, stained keypad overlay and a peeling/lifting keypad overlay.